Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis, and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump did not alarm no delivery when she felt it should have. The customer felt uncomfortable with the insulin pump and asked to have it replaced. Nothing further was reported.